Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation a lot history review (lhr) of asdys0083 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asdys0083) have been reported from the same facility.

Event description:
It was reported "ivad catheter accessed on 3 separate occurrences with the same lot of huber needle and each time the microclave cap fell off the catheter, thus exposing the central line to open air and possible infection." Additional info. Received 08/06/2020: "patients are accessed and the microclave falls off the same night". This report addresses the second device.